Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The physician was treating a lesion located in the non-tortuous and mildly calcified common iliac artery. This 6.0x40x75cm express biliary stent delivery system (sds) was advanced to the lesion and the stent was deployed. The balloon from the express biliary sds was used to post-dilate the stent. The balloon ruptured on the first inflation at 10atms after being inflated for 30 seconds. The device was removed intact. Post-dilation was completed with the use of another angioplasty balloon. The stent was fully deployed and well apposed. There were no reported pt complications. The pt status remained good post-procedure.